Event description:
It was reported the rigid video scope produced an abnormal image. There were no reports of patient harm.

Manufacturer narrative:
E1 - facility name: (B)(6) hospital. No information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: universal cord malfunction. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.